Event description:
It was reported that the accuracy after registration was off while using the navigation system ii - cart for a craniotomy procedure. An error message had appeared indicating to unplug the system. The hospital staff chose to exit out of the error message instead of unplugging the system. When they continued with navigation after that, the registration was inaccurate. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The reported event of error message could not be duplicated but confirmed on basis of the log files. The reported event of inaccuracy after the pointer was initialized cannot be duplicated but confirmed as enough indications of a bad registration were identified.

Event description:
It was reported that the accuracy after registration was off while using the navigation system ii - cart for a craniotomy procedure. An error message had appeared indicating to unplug the system. The hospital staff chose to exit out of the error message instead of unplugging the system. When they continued with navigation after that, the registration was inaccurate. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the accuracy after registration was off while using the navigation system ii - cart for a craniotomy procedure. An error message had appeared indicating to unplug the system. The hospital staff chose to exit out of the error message instead of unplugging the system. When they continued with navigation after that, the registration was inaccurate. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Event description:
It was reported that the accuracy after registration was off while using the navigation system ii - cart for a craniotomy procedure. An error message had appeared indicating to unplug the system. The hospital staff chose to exit out of the error message instead of unplugging the system. When they continued with navigation after that, the registration was inaccurate. The surgeon chose to complete the procedure using traditional methods. The case was completed successfully without any delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.